Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm with the device. There was no patient harm reported.